Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated by olympus europa se & co. Kg (oekg) and it is documented in the initial MDR 8010047-2020-09914. Based on the results of the legal manufacturer's investigation, it is likely the malfunction occurred due to an accidental failure of the printed circuit board.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing the subject device could not be turned on unless the user cycled 10 times the power of the subject device. At the incoming inspection for the repair, olympus (B)(4) checked the subject device. It was found that the main board of the subject device had a failure. There was no patient injury associated with this report.